Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative worked with the customer over the phone in real time. The user was instructed to press the space bar on the keyboard, and the system completed boot-up. The issue was resolved. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system would not fully boot up. It was reported that the system would boot to the start up splash screen, but then would go completely black and not come back on. There was no patient present when this issue was identified.